Manufacturer narrative:
D4: lot #: potential codes: 221110b, 221103b. D4: expiration date: potential dates: 31-oct-2027, 31-oct-2027. E3: occupation: occupation: quality assurance. H4: device manufacture date: potential codes: 10-nov-2022, 03-nov-2022. The actual sample was not available for evaluation. Instead, a reference photo was received. An sg2 needle is connected to a non-terumo syringe. The needle is tilted from the glue mound and bent out of the sheath. Retention samples were visually inspected and found to be free of any damage or irregularities on the sheath and collar. There was no issued nonconformity report related to human error during lot production. The needles were manufactured at needle assembly machine 8, which has an inspection system that detects tilted and bent cannulas. Dummy checking is conducted for every type of change, end of the lot, and machine adjustment/troubleshooting/replacement of parts to ensure the accuracy of the inspection system. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Before proceeding to the next process, the hub, cannula, and collar are pressed into the protector, wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains a locking mechanism that is activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The sg2 safety sheath is activated with a one-handed operation by pressing the sheath on a hard surface with a firm and quick motion. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. The collar undergoes an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure the collar is in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause issues during sheath activation. The critical locking part of the sg2 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products, where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. The collar is manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. Our safety sheath has undergone incoming inspection which includes visual inspection, dimensional inspection, and verification of certificate of conformity. From the previous two fiscal years to the present, we received a total of three (3) complaints for the specific item code. The cause of these complaints was not identified as being related to our product or the manufacturing process. Retention samples of 27g were simulated. The samples were activated using hard surface activation. All the samples were successfully activated, and the cannula was captured under the sheath tooth. There were no irregularities or bending of the cannula encountered during the activation. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed that no related issues were encountered that would cause the needle to bend out of the sheath during activation, resulting in a needlestick to the user. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported a malfunction involving a surguard 2 needle hub from either lot number 221110b or 221103b, which was used to manufacture one ims phytonadione lot. The reported malfunction affected one ims phytonadione injection unit. It was reported that after a nurse administered aqua mephyton (phytonadione injection) to a newborn, she was stuck by the needle when the safety mechanism did not work properly. The reporter stated that a report was filled out and bloodwork was sent for both the victim and the source. Additional information was provided on 12 may 2025: the nurse was activating the needle against a hard surface. She activated the safety sheath but did not look intently at it before trying to pick it up after activation. The needle was protruding from the sheath. The needle did not remain in the sheath as intended, exposing the needle, and it bent outside of the sheath, further exposing the needle. The location of the needle stick was on the heel of the nurse's right hand. Testing has been completed, clearing the nurse for return to normal duties. The needle stick did not cause blood loss or require additional treatment beyond simple first aid.